Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was discolored/abnormal additive form. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "crystallized additives were found to be adhering to the wall of several tubes before use".

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was discolored/abnormal additive form. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: crystallized additives were found to be adhering to the wall of several tubes before use.

Manufacturer narrative:
H.6. Investigation summary: bd received one photo showing a yellowish edta clump in the tubes. This is recognized to be an aesthetic defect with no impact on the efficiency of the tubes. Additionally, 100 retained samples from the bd inventory were visually inspected, no yellow clumps were found. This complaint has been confirmed for the indicated failure of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.